Event description:
The customer alleged that she performed a control test using her contour system and received a low result of 30 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The customer did not have time to troubleshoot during the call. The test strips were returned for evaluation. Replacement test strips were sent to the customer.